Event description:
Additional information received from a healthcare provider (hcp) indicated that the cause of the patient not hearing the pump alarm was not determined, but the pump stall was under 10 minutes.

Manufacturer narrative:
B5. The information reported in follow-up report #001 was received from a healthcare provider, not a patient/consumer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer (con) stated that the cause of the motor stall and recovery was possibly from a laptop computer resting on abdomen but not sure. Moreover, it was unknown why the patient could not hear audible alarm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving gablofen via an implantable pump. The indication for use was intractable spasticity. The healthcare provider reported that when interrogating pump today they noted an alert for motor stall; logs show that pump stalled at 9:24 am (B)(6) and recovered at 9:31 am on (B)(6). The patient was at is grandparent¿s house at the time and did not have an MRI. The patient did not hear audible pump alarm.